Event description:
Related manufacturer reference number: 2017865-2024-71641. Related manufacturer reference number: 2017865-2024-71643. It was reported that the patient presented for aveir dr leadless pacemaker system implant procedure following a revision of a sole atrial lp implant. It was noted that the patient developed chest pain and shortness of breath, reaching class IV heart failure symptoms. The patient was found to have developed severe pericardial tamponade from cardiac perforation. The pericardial effusion was noted to have been greater than 3 cm. Dressler's syndrome was also exhibited by the patient due to the issue, requiring medication. Right ventricular collapse was found. Pericardiocentesis was performed. The patient's status was unknown.